Event description:
Reportedly, the instrument was fired and no staples came out. The instrument misfired. During wedge resection of the left upper lobe, the pt suffered a massive intraoperative hemorrhage after a malfunction or misfiring of the ila 75 autosuture device. The pt failed to improve postoperatively and required placement of an iabp. Support was withdrawn 3 days later and the pt expired.